Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was attacked by a dog and right ventricular (rv) lead got perforated. This lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr.

Event description:
It was reported that this patient was attacked by a dog and right ventricular (rv) lead perforated the patients apex. This lead was surgically repositioned. No additional adverse patient effects were reported.